Event description:
This report summarizes 192 death events. It should be noted that some patients within this population utilized multiple devices. A summary of the type and count of adverse events include: 22 were perforation of vessels. 66 were heart failure/congestive heart failure. 76 were myocardial infarction. 47 were cardiogenic shock. 34 were hemorrhage/blood loss/bleeding. 92 were cardiac arrests. 31 were unspecified kidney or urinary problems. 6 were no clinical signs, symptoms or conditions. 3 were unspecified infection. 21 was unspecified respiratory problem. 12 were hematoma. 8 were cardiac tamponade. These events, based on data from the acc cathpci registry, are being reported as events that could have potentially been previously reported to boston scientific and reported as an MDR when the event occurred. Bsc reports the events in compliance to 21 cfr 803.3. Because acc cathpci registry data is de-identified before being transmitted to boston scientific, there are significant limitations to boston scientific's ability to correlate the data to information previously reported to boston scientific. Additionally, event date, event outcome, and initial reporter are not provided due to the terms of the acc cathpci registry.

Manufacturer narrative:
Reporting quarter: october 1, 2025 to december 31, 2025. This report summarizes 192 death events for all bsc devices reported in the acc cathpci registry. Device relationship to the events reported is not provided. Devices reported followed by the procode: agent, oob. Emerge, lox. Nc emerge, lox. Nc quantum apex, lox. Rotapro, mcx. Synergy megatron, niq. Synergy xd, niq. Tapper exchange device, dqy. Wolverine coronary cutting ballon, nwx. Device evaluation: under the terms and conditions of the registry, anonymized data was provided. No products were returned as part of the registry. It cannot be determined if these events have been previously reported or if the devices were returned for analysis as part of a previously reported spontaneous complaint. However, the events reported were anticipated in nature as defined by the "potential adverse events" list in the FDA-approved instructions for use (IFU). No new risks or increase in adverse event rates were identified with respect to the agent dcb device based on the data received from the accf cathpci ncdr. There are no changes in benefit/risk of the agent dcb device, with respect to complaints resulting in serious incidents. Per internal processes, bsc regularly conducts clinical trial safety review (ctsr) meetings to assess and discuss clinical data inputs (including, but not limited to safety trigger, uades/usades, serious (public) health threats, adverse events, and device deficiencies). The transferred ncdr event data are assessed for escalation at regular intervals during ctsr meetings and measured against safety triggers generated from historical data (agent ide dcb arm). Risk/benefit profile: publications of 0-30 days post-procedure event rates from the literature and national swedish registry (scaar), as well as supplemental data on 2nd generation drug-eluting stents (where no data on agent or competitor dcb were available) have reported rates of all-cause death from 0 - 3.5%1,3,5, myocardial infarction from 0-1.7%1,3,5, tvr from 0-1.7%1,3,5, cardiac arrest from 0.2-2%1,2,3, all bleeding from 1.1-6.67%3,4,6, and stroke of 1.6%5. Note: the reported rates from these sources occurred from 0 to 30 days post-procedure, as procedure-only timepoint data has not been recorded in the literature. Overall, clinical outcomes through discharge from the agent pas trial dataset align with expectations derived from published literature. The discharge event rates found in this analysis for death (0.9%), myocardial infarction (0.4%), tvr (0.1%), cardiac arrest (1.1%), all bleeding (1.1%) and stroke (0.3%), are within or lower than reported rates from analyses of similar national registries, published agent and competitor dcb literature, and thus are in-line with product performance and risk analysis expectations. Clinical data sources: clinical trials, registry data, and literature. 1. Scaar registry report. 2. Cathpci registry (all pci, q4 2023 to q3 2024). 3. Agent ide clinical trial. 4. Agent japan sv clinical trial and isr substudy. 5. Agent isr clinical trial. 6. Zhang d, sun y, liu x, et al. Long-term follow-up after treatment of drug-eluting stent restenosis and de novo lesions using sequent please paclitaxel-coated balloons. Clinical study. Angiology. May 2019;70(5):414-422. Doi:10.1177/0003319718809423. Adjunctive devices risk/benefit profile is currently in progress and will be sent on a supplemental report upon completion. Total number of patients enrolled through march 2025: 7598.

Event description:
This report summarizes 192 death events. It should be noted that some patients within this population utilized multiple devices. A summary of the type and count of adverse events include: 22 were perforation of vessels 66 were heart failure/congestive heart failure 76 were myocardial infarction 47 were cardiogenic shock 34 were hemorrhage/blood loss/bleeding 92 were cardiac arrests 31 were unspecified kidney or urinary problems 6 were no clinical signs, symptoms or conditions 3 were unspecified infection 21 was unspecified respiratory problem 12 were hematoma 8 were cardiac tamponade these events, based on data from the acc cathpci registry, are being reported as events that could have potentially been previously reported to boston scientific and reported as an MDR when the event occurred. Bsc reports the events in compliance to 21 cfr 803.3. Because acc cathpci registry data is de-identified before being transmitted to boston scientific, there are significant limitations to boston scientific's ability to correlate the data to information previously reported to boston scientific. Additionally, event date, event outcome, and initial reporter are not provided due to the terms of the acc cathpci registry.

Manufacturer narrative:
Reporting quarter: (B)(6) 2025 to (B)(6) 2025 this report summarizes 192 death events for all bsc devices reported in the acc cathpci registry. Device relationship to the events reported is not provided. Devices reported followed by the procode: -agent, oob -emerge, lox -nc emerge, lox -nc quantum apex, lox -rotapro, mcx -synergy megatron, niq -synergy xd, niq -tapper exchange device, dqy -wolverine coronary cutting ballon, nwx device evaluation: under the terms and conditions of the registry, anonymized data was provided. No products were returned as part of the registry. It cannot be determined if these events have been previously reported or if the devices were returned for analysis as part of a previously reported spontaneous complaint. However, the events reported were anticipated in nature as defined by the "potential adverse events" list in the FDA-approved instructions for use (IFU). No new risks or increase in adverse event rates were identified with respect to the agent dcb device based on the data received from the accf cathpci ncdr. There are no changes in benefit/risk of the agent dcb device, with respect to complaints resulting in serious incidents. Per internal processes, bsc regularly conducts clinical trial safety review (ctsr) meetings to assess and discuss clinical data inputs (including, but not limited to safety trigger, uades/usades, serious (public) health threats, adverse events, and device deficiencies). The transferred ncdr event data are assessed for escalation at regular intervals during ctsr meetings and measured against safety triggers generated from historical data (agent ide dcb arm). Risk/benefit profile: publications of 0-30 days post-procedure event rates from the literature and national swedish registry (scaar), as well as supplemental data on 2nd generation drug-eluting stents (where no data on agent or competitor dcb were available) have reported rates of all-cause death from 0 - 3.5%1,3,5, myocardial infarction from 0-1.7%1,3,5, tvr from 0-1.7%1,3,5, cardiac arrest from 0.2-2%1,2,3, all bleeding from 1.1-6.67%3,4,6, and stroke of 1.6%5. Note: the reported rates from these sources occurred from 0 to 30 days post-procedure, as procedure-only timepoint data has not been recorded in the literature. Overall, clinical outcomes through discharge from the agent pas trial dataset align with expectations derived from published literature. The discharge event rates found in this analysis for death (0.9%), myocardial infarction (0.4%), tvr (0.1%), cardiac arrest (1.1%), all bleeding (1.1%) and stroke (0.3%), are within or lower than reported rates from analyses of similar national registries, published agent and competitor dcb literature, and thus are in-line with product performance and risk analysis expectations. Clinical data sources: clinical trials, registry data, and literature 1. Scaar registry report 2. Cathpci registry (all pci, q4 2023 to q3 2024) 3. Agent ide clinical trial 4. Agent japan sv clinical trial and isr substudy 5. Agent isr clinical trial 6. Zhang d, sun y, liu x, et al. Long-term follow-up after treatment of drug-eluting stent restenosis and de novo lesions using sequent please paclitaxel-coated balloons. Clinical study. Angiology. May 2019;70(5):414-422. Doi:10.1177/0003319718809423. Adjunctive devices risk/benefit profile is currently in progress and will be sent on a supplemental report upon completion. Total number of patients enrolled through (B)(6) 2025: (B)(4). Updated risk/benefit profile: publications of 0-30 days post-procedure event rates from the literature and national swedish registry (scaar), as well as supplemental data on 2nd generation drug-eluting stents (where no data on agent or competitor dcb were available) have reported rates of all-cause death from 0 - 3.5%, myocardial infarction from 0-1.7%, tvr from 0-1.7%, cardiac arrest from 0.2-2%, all bleeding from 1.1-6.67%, and stroke of 1.6%. Note: the reported rates from these sources occurred from 0 to 30 days post-procedure, as procedure-only timepoint data has not been recorded in the literature. Event rates observed in patients with agent dcb use plus a bsc ancillary device(s) were compared to event rates available in clinical studies, literature, and/or comparable real-world data using the pinc ai healthcare database (phd) for the ancillary device families of apex (no data available), emerge, promus des, synergy des, angiojet, and filterwire. Event rates observed in patients with agent dcb use plus a bsc ancillary device(s) were compared to event rates available in comparable real-world data using phd for the ancillary device families of nc emerge, trapper, wolverine, and threader, and using phd and scaar for the device family of rotational atherectomy. Overall, clinical outcomes through discharge from the agent pas trial dataset, patients with agent dcb use plus ancillary device(s), align with expectations obtained from the comparative analysis for the ancillary device families.